Event description:
It was reported that how they could use the purewick urine collection system when patient had a foley that leaks patient was in hospice care. They asked if they could remove foley could not do that due to illness advise want to try without the drain bag and have foley flow onto wick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer asked how they could use the purewick urine collection system when patient had a foley catheter that leaked when they were in hospice care. Customer asked if they could remove foley could not do that due to illness advise, want to try without the drain bag and had foley flow onto wick.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft due product size issue/ poorly seated balloon/bladder neck interface. A potential root cause for this failure mode could be low latex viscosity causing thin sac and poor/baggy shape. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.